Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the distal set-up joint (dsuj) due to error 23103. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the dsuj.

Event description:
It was reported that during a da vinci-assisted surgical procedure, repeated recoverable errors 23103 occurred on universal surgical manipulator (usm4). The customer received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse) who advised them to perform a hard power cycle of the system with emergency power off (epo), but the issue was not resolved. The surgeon elected to convert the procedure to laparoscopic surgery. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: the conversion did not result in increasing port size incision or adding additional ports. There was no patient injury due to the conversion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The distal set up joint (dsuj) was analyzed and found to fail the wrist encoder and tornado friction test when installed on a test fixture. The complaint was confirmed based on failure analysis. The probable root cause is due to a faulty wrist zettlex encoder and encoder harness in the dsuj.

Event description:
Refer to h11 for follow-up information.